Event description:
It was determined that this bed was experiencing drift as part of the hi-low function. There were no injuries in this event.

Manufacturer narrative:
The hi-low drive drifting is unintentional movement of the bed which has the potential to cause serious injury. The technician cleaned and lubricated the hi-low drive, and replaced the thrust bearing in order to resolve the problem. All bed drives are required to be inspected, cleaned, and lubricated at least once a year, in accordance with the product service manual.